Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that the device switched from alternating current (ac) power to battery power every 4-5 breaths and then returned to ac power after a breath or two. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was removed from service. The biomedical engineer (bme) called technical support to report that the device switched from alternating current (ac) power to battery power every 4-5 breaths and then returned to ac power after a breath or two. The bme swapped the power management (pm) printed circuit board assembly (pcba) with another, but the issue remained. The remote service engineer (rse) advised the bme of a possible power supply problem and provided the bme with the part number of the replacement power supply for repair. This investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response received 10apr2025, the biomedical engineer (bme) was able replicate the issue during testing as the device momentarily flashed to battery power while in normal operating mode. After attempting to rectify the issue with a new power management (pm) printed circuit board assembly (pcba), the bme installed the replacement power supply and confirmed that the issue was resolved. The investigation concludes that no further action is required at this time. While this issue has been resolved, the bme also observed an additional issue during testing. This issue is being addressed in a subsequent case.